Event description:
Resident was being transferred from the bed to the wheelchair by 2 cnas via an invacare lift (serial # (B)(4)). The sling strap on the upper right hand side broke/tore causing the resident to slide out of the sling landing on the base of the lift. The sling was checked prior to use and noted in good repair. The resident sustained a laceration to the temporal area and a fracture to the right humeral/clavicle. The resident was sent to the hospital and admitted for treatment. Dates of use: possibly 6 months. Reason for use: cva.